Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 304974) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The nurse complained of discrepant inr results for 1 patient tested on coaguchek xs meter with serial number (B)(4) compared to an unspecified laboratory method. The patient was tested on the meter "today" with a result of 3.4 inr. At 9:30 a.m. The result from the laboratory was 2.2 inr. The patient was tested again the same day and the result from the meter was 2.7 inr and the result from the laboratory was 2.3 inr. The patient's therapeutic range is 2.0 - 3.0 inr. There was no allegation that an adverse event occurred. The patient received a flu shot the week of (B)(6) 2018. The patient's liver blood work was normal. The patient has not had any changes in diet. The product was requested for investigation.